Manufacturer narrative:
The complaint of product incorporate / allow air passage on item b30183 could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 9930806 was reviewed and no non conformities were found that would have led the reported complaint.

Event description:
The incident involved a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger. It was stated in the report that there was air in the line toward the end of infusion. The medication involved was taxol at 183 ml/hr. There was patient involvement and unknown harm.